Event description:
It was reported the patient was bed bound with long standing multiple sclerosis and was in a weakened state. The patient developed pneumonia post operation with the long term need of a ventilator. The patient developed respiratory failure. The onset of the infection was thought to be possibly (B)(6) 2012. The infection resolved. The infection was not related to the baclofen pump. The last pump refill had occurred on (B)(6) 2012. The pump was delivering lioresal.

Event description:
It was reported that the patient was hospitalized for 3 months following the pump and catheter implant due to trouble breathing followed by multiple infections. At the time of report the patient had been at a nursing home facility for 3 weeks. The patient was seeking a new physician as her current physician was not able to go to the facility where the patient was. The device system was used to deliver baclofen. It was noted that the patient was "put on a dose of 100mcg/day and increased to 200mcg/day". Additional information has been requested but was not available at the time of this report.

Event description:
It was reported that the patient experienced stiffness in the legs.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2012 (B)(6), product type catheter, product ID 8578, serial# (B)(4), implanted: 2012 (B)(6), product type accessory. (B)(4).